Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The exact cause of the reported event cannot be determined at this time. If additional information or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus received a medwatch (mw5070955) report that indicates the tip of the access sheath (a white plastic) was noted to be broken in half after a cystoscopy procedure. It was reported that as surgeon was placing the device fragments together, the plastic was deteriorating in his hand. All of the device fragments appeared to be present. In addition, the surgeon completely washed out the patient¿s bladder after incident. It is unknown if the intended procedure was completed. There was no patient injury reported.